Event description:
It was reported that this pt had surgery in (B)(6) 2011 and has an indention in her head that is believed to be related to how she was positioned during the long procedure, and associated with the head positioning product.